Manufacturer narrative:
It was reported by the customers sister she does not think the insulin pump was the cause of death. Assisted the sister to view the history on the insulin pump and did not have any linked meters. On (B)(6) 2017 a bolus and the nothing again the (B)(6) 2017. The customer was not wearing the insulin pump at the time. The customers sister stated there was nothing wrong with the equipment just how he manage the in the insulin pump. The customers sister stated the customer would not test his blood glucose a lot and did not bolus in conjunction with meter. The customer was not following any protocol for changing his infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is unknown; they suspect the insulin pump might be at fault. The caller stated "the insulin pump might have pumped the customer full of insulin." The caller did not know the customer's blood glucose at the time of death. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The caller did not know whether the customer used sensors or not. The caller stated that they will ask the spouse whether she would like to return the insulin pump for analysis or not.